Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: after struggling to load the reload to the device, the needle fell out of the jaws. The device was not used in the patient, as the jaws were unable to hold the needle. It failed right out of the sterile packaging. No device fragment or component fell into the patient's cavity. A different device was then used with success. Current patient status is fine.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one endo stitch* 10mm suturing device, opened by the account with the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was found in the jaws of the instrument. Two separate needles were received with the instrument. No witness marks were observed on the cones of the needles. No witness marks on the bevel wall were observed. No sheering on the toggle switches was noted. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product did meet quality specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.